Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received ongoing multiple cartridge alarm 19s during basal delivery using multiple cartridges. It was reported that the customer's blood glucose (bg) level ranged from 130-320 mg/dl and a bolus via the pump was delivered to address the high bg. After the last cartridge alarm 19, the customer loaded another cartridge and the alarm did not reoccur. An hour after changing the cartridge, the customer's bg was 215 mg/dl and the cause was thought to be related the alarm 19 or food that was consumed. A bolus was delivered to address the 215 mg/dl. The customer was to use the pump to manage diabetes and has insulin injections, if needed.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified due to a damaged usb pins.